Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported left side ¿capsular contracture, it feels a lot more firm, ptosis and it's sagging.¿ capsular contracture baker grade unknown. Later healthcare professional reported and confirmed "capsular contracture baker grade unknown, plus a saggy and firmness implant exchange". Device remains implanted.